Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was replaced and pocket revised to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg implant site was reported to abbott. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experiences pain at the ipg implant site. Surgical intervention may be pending to address the issue.